Manufacturer narrative:
The product has been requested back for investigation and the customer agreed to return the device; however, at this time product has not yet been received. A valid serial number was not provided. An investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. The customer experienced missing low glucose alarms with freestyle libre 2 application. Replication of the issue was attempted using a similar configuration of samsung galaxy s21 5g (android 14, 2.11.2.11107). Despite a comprehensive investigation, the reported issue could not be replicated and the system functioned as intended under the tested conditions. Potential causes based on the customer¿s reported application and device history were also examined, but no issues were identified during replication that could have led to the reported issue. The most probable root causes associated with this failure mode are software/data corruption or misuse. However, mitigations are in place to reduce and prevent such issues. All vital functions are monitored by the system and, when necessary, function is suspended to safeguard against inaccurate results. Labeling is provided to instruct the user on the intended use of all vital parts of the system to minimize misuse. All complaints and complaint trends are investigated to determine if there is a product defect/ deficiency. If a product defect/ deficiency is identified, a risk evaluation is completed and compared to the risk management report, to ensure the risk profile has not changed. Additionally, as a part of abbott¿s post-market surveillance process, all risk evaluations with associated complaint data are reviewed annually to determine if the risk profiles have changed as compared to the product risk management reports. These monitoring processes ensure that all product risk profiles remain acceptable and have a positive benefit/ risk ratio. If product is returned, a physical investigation will be performed per adc's established processes and procedures and a report will be submitted upon completion of investigation. The device mfg date is unknown. The date entered in section h4 is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An alarm issue was reported with the abbott diabetes care (adc) device. It was reported that the high and low glucose alarms failed to sound when there were changes in the customer's glucose levels. The customer reported symptoms of visual disturbances, dizziness, and sweating. The customer was treated by a non-healthcare professional with chocolate milk. There was no report of death or permanent injury associated with this event.